Event description:
Routine complaint investigation confirms a false high reading being obtained. This result under certain conditions, for certain pts, could result in adverse effects to the user of the system. No injuries were reported in the field.